Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was 11 mmol/l. The customer stated that she inserted a sensor today and the transmitter did not blink. When the customer pulled it out, there was no electrode. The customer reported that the transmitter does not blink when connected to the sensor. The customer stated that the sensor was damaged. The customer will be sent a replacement sensor.